Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were malformed. Unknown how the case was completed. There was no consequence to the pt.